Event description:
A surgeon reported two pts who had bilateral intraocular lens implant procedures, who experienced unexpected postoperative refractions due to the lenses rotating following the procedures. The lenses were repositioned in secondary surgical procedures. For this eye, the lens was noted to be rotated 39 degrees prior to the repositioning procedure. Additional information has been requested. There are four medical device reports associated with this event. This report is for the second pt, second eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).